Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has broken power cord. And missing ground pin. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office and contact person - mfg site), g3, g6, h2, h3, h4, h6 (type of investigations, investigation findings, components codes, investigation conclusion), h11. Corrected fields - h6 (medical device - problem code). A getinge field service engineer (fse) verified that the power cord ground pin was missing. Replaced the power cord assembly. Cleaned the dust and debris from the inside area. Obtained instrument service history to complete service order. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a